Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced a fall nine years post implantation and was revised due a periprosthetic femoral fracture. Operative report noted milky fluid when dividing the fascia. After the fascia was opened, there was extensive synovitic response with gray metal staining of the tissue throughout. Extensive necrotic tissues from the metal reaction were removed. The femoral components were removed and replaced and the fracture was treated with cables. Attempts to obtain additional information have been made; however, no more is available.